Event description:
The customer contacted baxter's service center regarding a minicap falling off of his transfer set. The home patient (hp) noticed that he did not have a minicap on his transfer set when he went to connect to the homechoice (hc) to do therapy, and he could not find the mini cap. The technical service representative advised the hp to call his peritoneal dialysis registered nurse prior to connecting to the hc for further instructions. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp. He stated that he definitely put a minicap on, so the cap must have fallen off of his transfer set. He did not know when the minicap had disconnected, nor how long it had been absent. He did not report any difficulty placing the minicap, and did not note any damage that may have caused the minicap to disconnect. He contacted his nurse the following day, and she replaced his transfer set and administered preventative antibiotics. Therapy has been going well since, and no adverse effects were reported in relation to this event. Connection issue/minicap: (B)(4).

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore, no evaluation or batch review could be performed. This complaint for a report of a connection issue was not confirmed. The root cause was undetermined.